Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622, shell porous with cluster holes 56 mm, 61934261, 00625006520, bone scr 6.5x20 self-tap, 61953455, 00771100900, femoral stem 12/14 neck taper, 61963061, 00877703601, bioloxâ® option head, 2847928.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05715; 0001822565-2017-05716.

Event description:
It was reported patient three months after implantation patient presented surgeon with evidence of an infection. Deep aspirations yielded elevated white blood cells and deep wound was (B)(6) for (B)(6) growth. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: the 00620005622, shell porous with cluster holes 56 mm, unknown. The 00771100900, femoral stem, unknown. The 00877703601, biolox® option head, 2847928.